Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log (ehl) revealed an infusion of total parenteral nutrition (tpn) on the last day of customer use however an event occurrence date and rate parameters were not provided by the customer to aid in verification. No abnormalities were observed in the event history log. The device was tested for flow accuracy and found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over delivered a total parenteral nutrition (tpn) during therapy. The tpn bags were reported as overfilled by the pharmacy by 50 cc and the bag was consistently running dry. The patient was thus receiving 50 cc additional tpn than what is ordered and programmed into the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.